Manufacturer narrative:
Concomitant medical products: hvpm tissue valve implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel tired, dizzy and are experiencing a high heart rate, high blood pressure and can feel palpitations as well as having headaches. It was also reported that when they set up the app, the implantable pulse generator (ipg)estimated longevity was showing to be at two years it was then checked again and it said seven and half. The ipg remains in use. No patient complications have been reported as a result of this event.